Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was repeating the sensor code prompt. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a transmitter fatal error was found in connection to the reported allegation. The reported event of a repeating sensor code prompt is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.